Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a loose drive support disk. The displacement test passed, and the motor was tested and passed.

Event description:
The customer reported that the insulin pump alarmed motor error during the manual prime process. Troubleshooting was performed. The caller stated that the device was exposed to a body scanner at the airport. Assisted the customer to run the displacement test and passed. The manual prime test was completed and the insulin did exit. No further information was provided.